Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter migrated to heart and tilted. The device was removed percutaneously. The current status of the patent is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege a bard eclipse vena cava filter was deployed with the tip at the inferior portion of the renal vein takeoff for the patient with a history of significant pulmonary embolus, and recurrence of acute deep vein thrombosis in the lower extremity via right common femoral vein. Approximately seven months and twenty three days post filter deployment, a computed tomography (CT) of the abdomen performed for the patient with abdominal pain showed inferior vena cava filter with tip projecting the right of midline at the level of the inferior endplate of l2. One year later the filter was successfully removed under ultrasound and fluoroscopic guidance via right internal jugular vein. Under real-time ultrasound guidance, a 21-gauge needle was advanced into the right internal jugular vein. The needle was then exchanged for a 5 french micropuncture catheter over a 0.018 wire after fluoroscopic confirmation of the wire in the superior vena cava. A 0.035 wire was then advanced into the left proximal common iliac vein. A flush catheter was advanced over the wire. Digital subtraction venography was performed in the inferior vena cava to evaluate for caval thrombus, caval diameter, location and number of renal veins and caval anomalies and the position of the filter. The retrieval sheath was placed over the wire. The hook of the filter was engaged with a snare and subsequently the filter was collapsed into the sheath. The filter was removed in its entirety without any complications. Post filter removal cavogram was performed. Therefore, the investigation is confirmed for the alleged filter migration. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.